Manufacturer narrative:
The reagent lot number is 771917. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.2 g/dl. The repeated result was 4.1 g/dl. The repeated result was believed to be correct. The results were reported outside the laboratory. The sample was repeated because the initial result was considered not conducive to life.

Manufacturer narrative:
The reagent expiration date was 31-mar-2025. The calibration was acceptable. The qc was out of range. Abnormal aspiration alarms were observed in the alarm trace report. The field service representative found the rinse levels were not properly adjusted. He adjusted rinse levels and performed a precision check with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.